Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported to scrub nurse the following: patient received on (B)(6) 2016 an accolade/trident/ x3 36mm and alumina head 36mm +0. After 2 weeks ((B)(6) 2016) patient arrived at emergency room with pain in groin and hospitalized. CT scan is made on (B)(6) 2016 and shown fissure in femur. Again surgery on (B)(6) 2016, remove accolade/ alumina head and because of abrasive wear of x3 poly insert, also removed poly insert. Surgeon placed a long exeter stem and a new insert.

Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed following material analysis. Method and results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The report noted: surface scratches, burnishing, and third body indentations were evident on the articulating surface. Burnishing due to adhesive/abrasive wear against the femoral head was evident throughout the articulating surface. Scratching is characterized by linear features produced by the plowing of asperities or third body debris between the femoral head and the articulating surface of the insert. No remaining third body debris was observed. Burnishing, scratching, and third body indentations are commonly identified damage modes in uhmwpe inserts. The material analysis concluded that: in-vivo service-related damages to the articulating surface of the trident insert included burnishing, scratching, and third body indentations. These are commonly identified damage modes on uhmwpe acetabular inserts. No remaining third body debris was observed. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) trident insert. -medical records received and evaluation: a review of the provided medical records and/ x-ray by a clinical consultant indicated the stem has subsided some 1-cm below the level of the calcar with the fracture itself not visible due to over projection of metal. The stem has an adequate size. Bone quality of the femoral diaphysis appears adequate although the bone in the greater trochanteric area is rather thin suggesting local osteoporosis. Of further relevance is the observed ¿surface irregularity¿ on the inner side of the polybearing as reported by the surgeon and also seen on the relevant explant photograph. The cause of this is not directly clear and requires a more extensive materials analysis by stryker¿s engineering group. The appearance is certainly not one of ¿regular wear¿ but more one of surface impact damage by blunt trauma. As such, no evident pathology of the retrieved liner was observed and observed changes are consistent with in-vivo service-related damages including explantation damage and third-body wear debris. Also the impact of the patient¿s trauma with fall may have contributed to same. There is no evidence available in the current case to suggest that device-related issues have played a role as also supported by the mar findings while the discussed adverse mix of patient- and procedure-related factors should be considered more than adequate to have caused the periprosthetic fracture problem of this patient. This pi case is not device-related. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies.. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone) has caused a peri-prosthetic fracture requiring revision surgery. Explant materials analysis of the retrieved poly liner confirms in-vivo service related damages including explantation damage and third-body wear debris but no evident pathology. If further information becomes available this investigation will be re-opened.

Event description:
Surgeon reported to scrub nurse the following: patient received on (B)(6) 2016 an accolade/trident/ x3 36mm and alumina head 36mm +0. After 2 weeks ((B)(6) 2016) patient arrived at emergency room with pain in groin and hospitalized. CT scan is made on (B)(6) 2016 and shown fissure in femur. Again surgery on (B)(6) 2016, remove accolade/ alumina head and because of abrasive wear of x3 poly insert, also removed poly insert. Surgeon placed a long exeter stem and a new insert.